Event description:
It was reported that right ventricular (rv) and right atrial (ra) leads exhibited noise, and replicated with isometrics. The noise was over-sensed. Both leads were explanted and replaced successfully with no patient consequences.